Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a device change out, increasing pacing lead impedance, low r-waves and high capture threshold were noted. The lead was capped and replaced. There were no complications after the procedure.